Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that noise, oversensing, resulting in inappropriate shock was reported when it comes to this device. A revision took place and the device was moved from subcutaneous to intermuscular. The device was also reprogrammed. No adverse patient effects were reported.